Event description:
Inline suction catheter broke while attached to the patient's endotracheal tube while patient was being ventilated. Replaced suction catheter and inline co2 [carbon dioxide] adapter because the broken piece was stuck on the co2 adapter.